Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The ventilator was investigated by our field service engineer on-site and the turbine module was found defective and replaced which solved the issue. No log files has been provided. The replaced part was returned to manufacturer for technical investigation. According to technical investigation of the returned part the customer complaint cannot be reproduced. The pre-use check fails on the internal test and the turbine is defective. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref #: (B)(4).